Manufacturer narrative:
Age/date of birth not provided. Age of device - 1 year, 1 month (calculated from the date the mobile power unit was issued to the patient). The mobile power unit remains in clinical use and the patient continues on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2015. It was reported that technical service representative reviewed log files and observed a low voltage hazard event on (B)(6) 2018 and 6:29 am while on mobile power unit (mpu) and appeared to be due to a loss of power to the mpu enabling the backup battery. No other unusual events were captured in the log file. Additional information was requested but not yet provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the mobile power unit remains in clinical use with the patient. No product was returned for analysis. Although the evaluation of the log file data confirmed a no external power event on (B)(6) 2018, a specific cause for these events could not be conclusively determined through this evaluation. During the event, the system controller backup battery supplied power to the pump as designed and there was no interruption in support. Heartmate ii lvas patient handbook and IFU describes the no external power alarm and methods to resolve the alarm. Both the heartmate ii lvas IFU and patient handbook caution the patients to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.